Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It was confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker had migrated. The device was explanted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had migrated. The device was explanted and a new device was implanted. No additional adverse patient effects were reported.